Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in march of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the distal handle is loose from the instrument and the shoulder screw is loosely installed in the proximal handle. There are no missing components from the returned instrument. We are able to validate this complaint. Evaluation of the shoulder screw and surrounding area on the proximal handle shows that this instrument was properly staked during its manufacture. Per IFU which was included with this instrument at time of manufacture "as screws may become loose during normal operation of an instrument, inspect before and after use in order to ensure proper function." We are unable to determine what caused the shoulder screw to become loose and for the handle to separate from this instrument but lack of proper maintenance of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the screw of the handle got detached during use. Therefore, the applier was replaced with a new one to complete the surgery. Nothing fell/remained in the patient.

Event description:
Reported issue: the screw of the handle got detached during use. Therefore, the applier was replaced with a new one to complete the surgery. Nothing fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.